Event description:
Approximately eight months after carotid stent placement, the patient returned with a restenosis of the precise stent. This complaint is from a clinical study. The patient was a male. The target lesion was right internal carotid artery (ica). There was no calcification and no vessel tortuosity, the rate of stenosis was 100%. The length of the lesion was 33mm. The purcusurge (medtronic) was used for the procedure, and the stent placement (precise, p07040xc, 13362087) was successful. Post-dilatation (3.5mm/11atm, brand unknown) was performed. Rate of stenosis after stent placement was 10%. There was no good wall apposition with the stent, and there was no chance of dissection. The procedure was successfully completed. In 2009, a follow up was carried out. An echo revealed a 70% stenosis in the right ica, where the precise stent was implanted. This was confirmed under fluoroscopy. Pta with unknown balloon catheter was performed. The patient recovered and is in stable condition. According to the physician, there, was no causal relation between the precise and the re-stenosis, as he thinks it was due to systemic arteriosclerosis.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.